Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to clinic after receiving an inappropriate shock. Double counting of qrs and increased r-wave sensing were observed. Lead dislodgment was noted due to twiddlers syndrome via fluoroscopy. Lead revision was planned. Patient condition was okay. No further information available.